Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to bacteremia. Reportedly, the patient had a vegetation issue. There were no additional adverse patient effects reported. The rv lead was explanted.